Event description:
It was reported that a vns patient was experiencing events of new onset sleep apnea with vns therapy. The reporter indicated that the patient therapy settings were reduced in order to address the issue. Good faith attempts for additional information have been unsuccessful to date.